Manufacturer narrative:
The investigation determined that higher than expected vitros phenytoin results were obtained during a precision test using vitros chemistry products phenytoin (phyt) slides along with vitros therapeutic drug monitoring performance verifier iii (tdm) on a vitros 5600 integrated system. The investigation concluded that the most likely cause of the event was an instrument related issue. A within run vitros carbamazepine (crbm) marker precision test run on the vitros 5600 integrated system was within acceptable guidelines suggesting that the vitros 5600 system was performing as expected at the time the precision testing was completed. However, a within run vitros phyt precision test was also processed and the results were not within acceptable guidelines. A review of quality control performance on the previous vitros phyt slide lot indicated some imprecision suggesting an instrument related issue. An ortho field engineer (fe) performed service actions to the wash fluid, microslide and reflectometer subsystems of the analyzer. Following service actions, acceptable within run vitros phyt precision test results were obtained indicating that service actions had resolved the issue. The likely assignable cause is an instrument issue to which the vitros phyt assay was more sensitive.

Event description:
A customer reported higher than expected vitros phyt results obtained from a vitros therapeutic drug monitoring performance verifier (tdm) using vitros chemistry products phenytoin (phyt) slides on a vitros 5600 integrated system. Tdm iii l7174 vitros phyt results of 37.78, 35.24 and 35.36 ug/ml versus the expected result of 27.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no allegation that patient results were affected or reported from the laboratory. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).